Event description:
It was reported that: during a case, the user observed that intermittently, the expiratory valve was sticking open. The user would tap on the valve and the valve would then function normally. The case was completed using the device.